Event description:
It was reported that a caregiver stated the ilet pump was dropped and the sleep/wake button intermittently failed to respond, requiring multiple presses to function; the issue was not present during the call, and blood glucose was not affected, consistent with a device key or button not working and implicating the switch component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of the information provided. Investigation of this case revealed an electrical problem consistent with an unresponsive button and associated with the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.